Manufacturer narrative:
This device has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) lead exhibited an alert due to shock impedance measurements of greater than 125 ohms. The health care professional (hcp) noted that the shock impedance measurements had been stable for some time; therefore, they planned to continue monitoring this patient. Additional information was received which reported that during a normal device replacement procedure, defibrillation threshold (dft) testing was performed which resulted in a shock impedance of greater than 145 ohms, and a code 1005, indicative of an open circuit condition was detected during shock delivery. The shock did not convert the rhythm. The device and lead were replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) lead exhibited an alert due to shock impedance measurements of greater than 125 ohms. The health care professional (hcp) noted that the shock impedance measurements had been stable for some time; therefore, they planned to continue monitoring this patient. Additional information was received which reported that during a normal device replacement procedure, defibrillation threshold (dft) testing was performed which resulted in a shock impedance of greater than 145 ohms, and a code 1005, indicative of an open circuit condition was detected during shock delivery. The shock did not convert the rhythm. The device and lead were replaced. No additional adverse patient effects were reported.